Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
During the angioplasty procedure, it was noted that the hub was cracked. The device was not removed from packet by the hub and it was not re-sterilized. The cypher was prepped according to IFU. The failure was not noted when removing from packet; it was noted when indeflator was attached to hub. The product was not able to be inflated. The device was removed from the pt, and the procedure was continued with a crb13300. The procedure was delayed by 5 mins.